Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The patient stated that her cgm readings were 3-4 points lower than her bg values on her glucometer. In one instance her cgm was reading 1.8 mmol/l so she drank several apple juices and discovered her fingerstick bg was actually 5.8 mg/dl. She later stated that she also took too much insulin and her bg not actually low, but it was unclear when this occurred in relation to the inaccurate low cgm reading. She stated that she had to have an ambulance come. No emergency medical services (ems) treatment information was provided but she stated that they treated her at home, she did not have to go to the hospital, and she was feeling better. At the time of contact, the patient was in stable condition. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.